Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. Investigation summary the device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This is an evaluation of an image sent by the account. Image: this is an image of what appears to be the jaws of a harmonic device with the blade tip broken off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch #: u94a1l. This is an evaluation of an image sent by the account. Image: this is an image of what appears to be the jaws of a harmonic device with the blade tip broken off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Event description:
It was reported that during an unknown procedure the titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.